Event description:
It was reported to boston scientific corporation in 2009, that a wallflex enteral colonic stent was used during a procedure the same day. According to the complainant, during the procedure, the stent delivery system was broken and the stent would not deploy. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.